Manufacturer narrative:
Event summary: patient data files were not returned for this event. Both cryoconsoles (B)(4) are in the field. In conclusion, investigation was unable to be performed as the patient data files nor both cryoconsoles were returned.

Event description:
Based on the reported event information, there is no information that reasonably suggests a malfunction occurred that affected system or data in a manner that impacted the physician's ability to take appropriate action to change patient management options or that could lead to misdiagnosis of patient condition or in a manner that contributes likely risk to a patient if it were to recur.

Manufacturer narrative:
The manufacturer postal code for sections is (B)(6). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue for section.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the injection was stopped because the cryomapping temperature exceeded the preset value by more than fifteen degrees. The console was replaced without resolve. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.